Event description:
The customer reported via phone call that they had blood glucose ranging from 40 mg/dl to 400 mg/dl. The customer also reported their most recent blood glucose was 213 mg/dl. Customer also reported they had three meter bg now alarms within the last hour. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.